Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during an impella removal the angio-seal device was placed in a 14fr hole that was previously perclosed just moments before. A second perclose failed, so the physician decided to use an 8fr angio-seal evolution. The 14fr sheath was removed and 2 7fr sheaths were put in its place. The perclose was successful on one sheath, however the second perclose failed so they decided to use an 8fr angio-seal. When the device should be pulled taut, the whole device came out of the body cinched down, but completely intact. A vascular surgery was consulted. An angio from above revealed that the first perclose may have sutured the vessel shut. The vascular surgeon took the patient to the or. The patient was in stable condition. The blood loss was less than 250cc. Additional information was received 26dec2019. A pre-deployment angio was performed. There were some difficulties with femoral access as they switched the 14fr sheath for (2) 7fr sheaths. The procedure being performed was an impella removal.